Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device and its packaging were discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a user error occurred with irrigation of the sheath and the patient experienced air embolism, st segment elevation, brain damage, and ventricular tachycardia (vt). The patient died. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. Upon gaining transseptal access 20cc of blood was aspirated from the sheath. The flush line was connected to a pressure bag and then connected to the sheath before insertion of a non-boston scientific mapping catheter. A left atrial voltage map was acquired using the mapping catheter, and then it was exchanged for the farawave catheter. The catheter was confirmed to be dripping when connected to a pressure bag, and another 20cc were aspirated prior to advancing the catheter into the left atrium. After completing ablation, the farawave catheter was removed and 20 cc was aspirated again, then the mapping catheter was reinserted to acquire a post-ablation voltage map. During post-mapping air bubbles were observed in the flush line connected to the sheath, and it was found that the heparinized saline bag connected to the sheath flush line was empty, which constituted a user error. The line to the patient was promptly closed. Air was identified in the left side of the heart on ultrasound imaging. At this time an st segment elevation was observed on the v1 lead and the patient went into vt. A stroke alert team was then activated. A computed tomography (CT) scan of the brain was performed finding neurologic brain damage and 100cc of air. The patient was sent to the neurological intensive care unit (ICU) and placed in the trendelenburg position on the bed. All ablations were completed before onset of the complications, so the procedure was completed. Two days after the procedure the patient died in the ICU.

Manufacturer narrative:
Additional information was added to block b5 describe event or problem and h11 additional MFR narrative. It was indicated that the device will not be returned for evaluation; however, the user error was confirmed by reference to the device instructions for use (IFU). Due to the post-mapping observation of the empty saline bag connected to the flush line, this constituted as user error: the IFU states, "always maintain a constant sterile, heparinized saline infusion to prevent coagulation within the sheath which may result in embolism. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device and its packaging were discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a user error occurred with irrigation of the sheath and the patient experienced air embolism, st segment elevation, brain damage, and ventricular tachycardia (vt). The patient died. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. Upon gaining transseptal access 20cc of blood was aspirated from the sheath. The flush line was connected to a pressure bag and then connected to the sheath before insertion of a non-boston scientific mapping catheter. A left atrial voltage map was acquired using the mapping catheter, and then it was exchanged for the farawave catheter. The catheter was confirmed to be dripping when connected to a pressure bag, and another 20cc were aspirated prior to advancing the catheter into the left atrium. After completing ablation, the farawave catheter was removed and 20 cc was aspirated again, then the mapping catheter was reinserted to acquire a post-ablation voltage map. During post-mapping air bubbles were observed in the flush line connected to the sheath, and it was found that the heparinized saline bag connected to the sheath flush line was empty, which constituted a user error. The line to the patient was promptly closed. Air was identified in the left side of the heart on ultrasound imaging. At this time an st segment elevation was observed on the v1 lead and the patient went into vt. A stroke alert team was then activated. A computed tomography (CT) scan of the brain was performed finding neurologic brain damage and 100cc of air. The patient was sent to the neurological intensive care unit (ICU) and placed in the trendelenburg position on the bed. All ablations were completed before onset of the complications, so the procedure was completed. Two days after the procedure the patient died in the ICU. It was further reported that patient death was determined by neurological criteria, and it is regarded as the official cause of death.